Manufacturer narrative:
Exact date unknown, event occured couple of years ago. Explant date: explanted couple of years ago.

Event description:
It was reported that the patients ipg would overheat. The patient underwent an ipg explant procedure. The explanted ipg will not be returned.